Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead showed positioning difficulty caused by a helix problem resulting in very small sensing value and no sensing. The physician attempted several positions in the heart. The lead was not implanted and a new lead was implanted without difficulty. No patient complications have been reported as a result of this event.